Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer the customer experienced elevated blood glucose (bg) levels in the 600s (mg/dl) and high levels of ketones determined to be dangerous. Customer changed their infusion set tubing and administered an insulin pen injection to treat their bg levels. System check and review of pump history with tandem technical support indicated pump was performing as intended. Reportedly, customer is new to pump therapy and their health care provider (hcp) has been making adjustments to their settings to find the best settings for the customer's therapy. Recommendation was made to consult with their hcp to discuss diabetes management.